Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer alarm has occurred on the vela ventilator. There was no patient involved in this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite looking over the unit before plugging in and hooking up noticed the flow sensor receptacle were missing in the two o-rings and the x ration valve was also missing a pop it which creates the peep (positive end expiratory pressure). Order poppet and installed to the unit and performed leak test. Unit passed leak test, turned unit on, however unit would not run at all with transducer faults. Ordered mainboard.